Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address femoral patellar pain. Surgeon removed some scar tissue and a lateral release, then decided that he need to go up on the poly size. He replaced 10mm with a 15mm and continued to close as normal. Doi: (B)(6) 2014 dor: (B)(6) 2018 unknown knee.